Manufacturer narrative:
The device was returned to the MFR for eval. The system controller was connected to the equipment in the MFR's lab. The system controller alarms which were reported, could not be induced during the analysis. However, when the outer insulation of the black power cable was removed at the connector end, damaged inner conductors were revealed. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing multiple random audio and visual alarming; "yellow battery" and "power cable disconnected". The alarms were recreated by maneuvering the sys controller power leads.